Event description:
Customer complained of erroneous high results for one patient sample tested for ise indirect na, k, ci for gen.2. Of the data provided, na and k results were erroneous. The erroneous results were reported outside of the laboratory. The initial na result was 154 mmol/l. A second blood sample was obtained and the na result was 142 mmol/l. A third blood sample was obtained and the na result was 140 mmol/l. The initial blood sample was repeated and the na result was 144 mmol/l. The repeat result was reported outside of the laboratory as a corrected result. The initial k result was 6.040 mmol/l. A second blood sample was obtained and the k result was 4.6 mmol/l. A third blood sample was obtained and the k result was 4.5 mmol/l. The initial blood sample was repeated and the k result was 5.0 mmol/l. The repeat result was reported outside of the laboratory as a corrected result. The information provided indicates the patient was hospitalized. It is unclear if this was due to the erroneous results. Clarification has been requested. The na and k reagent lot numbers and expiration dates were requested but were not provided. Some of these results were obtained before the exchange of ise reference solution and some results were obtained after the ise reference solution was exchanged. It is not clear which results were obtained prior to the exchange and which results were obtained after the exchange. The customer indicated the problem with the results was due to an empty bottle of ise reference solution.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer has clarified that the patient was not hospitalized. The patient was sent to the emergency room by the physician after receiving the high results. The repeat tests were performed while in the emergency room. Upon receiving the results, the patient was sent home. No adverse event occurred.

Manufacturer narrative:
After a software update a partially used bottle of reagent was placed back on the system. Possible root causes may be related to operator handling issues, such as the bottle not being properly inserted, causing an erroneous level check, or the end of the reagent tube not touching the bottom of the reagent bottle, causing incorrect pipetting of the reagent. A specific root cause could not be identified.